Manufacturer narrative:
The device was returned and the evaluation found the reportable malfunction reported in b5 was caused by a printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. There were no reports of patient harm or delay. The patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. The reported issue occurred due to a faulty circuit board but the cause of the circuit board failure could not be specified. Olympus will continue to monitor field performance for this device.